Event description:
Follow-up revealed an additional lead was not implanted as initially reported. The patient's original lead that showed high impedance was actually explanted and replaced. The date of surgical intervention is unknown. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported high impedance was present on all contacts of the patient's lead. In turn, the patient underwent surgical intervention and an additional lead was implanted and placed at l1. Stimulation was recovered post-op.